Manufacturer narrative:
Concomitant products: a7700-27 mechanical valve, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited some atrial tachycardia/atrial fibrillation (at/af) episodes, showing far field r-wave (ffrw) oversensing contributing to double counting p-waves and inaccurately reporting atrial rate. The ra lead remains in use. No patient complications have been reported as a result of this event.